Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment of the programmer could not be turned on. The programmer took longer to power on the first boot. The programmer powered on using the provided power supply and back up battery. It was also determined at analysis that the cursor did not align with the stylus, the computer platform was replaced. For the display and as a preventive for the device not powering up. It was confirmed the cursor not aligning was caused by the display. The software was loaded and updated. The programmer passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer could not be turned on. The product has been returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.